Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and a hemostatic valve leakage issue was observed. Sheath presented leakage in the hemostatic valve, which was replaced by a similar one, without risk to the patient. When leakage was observed, the change was performed immediately, without loss of fluids. No significant delay. No patient consequence reported. Additional information was received. There was no displacement of the hemostatic valve, only a small leak was observed. The brim cap did not detach from the sheath. The connector did not detach from the sheath. No air entered the patient¿s body. A minimal amount of blood loss was observed; the sheath was replaced immediately after the leak was noticed. No consequence for the patient. No treatment necessary. The meritmedica needle - heart span - fnd01901br was used.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 60000767 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).